Event description:
It was reported that there were high impedances >40000. Impedance testing and x-rays were performed. As a result of this event the implantable neurostimulator (ins) was replaced and the lead was also explanted and two new leads were implanted. The cause of the issue was determined and the patient¿s issue had resolved. The patient had great therapy.

Manufacturer narrative:
Concomitant: product ID 3888-56, lot# l68161, implanted: 1999-(B)(6), product type lead. Product ID 3210, serial# (B)(4), implanted: 1999-(B)(6), product type transmitter. Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3888-56, lot# l68161, implanted: 2000-(B)(6), product type lead. Product ID 3272-51, serial# (B)(4), implanted: 2000-(B)(6), product type receiver. Product ID 3888-56, lot# l68161, implanted: 2000-(B)(6). Product type lead product ID 37743, serial# (B)(4), product type programmer, patient (B)(4).